Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the camera head exhibited image disappearance, darkening,visual fields suddenly lost (blackout/color bars/whiteout). The issue occurred, during the preparation of the unspecified procedure. The device was inspected, prior to use. There was no report of any patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for the evaluation and reported problem of no image was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: rusted coupler and leak water test failure. A definitive root cause could not be identified. Based on the results of the investigation, a definitive root cause of malfunction of rusted coupler could not be identified but the most probable root cause of the problem of no image was rusted ccd (charged coupled device) and leak water test was cable pin hole which are cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head exhibited image disappearance / darkening / visual fields suddenly lost (blackout / color bars / whiteout). The issue occurred during the preparation of the unspecified procedure. The device was inspected prior to use. There was no report of any patient harm.